Event description:
It was reported that an error code had been generated for this device which was found to be in safety mode. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that an error code had been generated for this device which was found to be in safety mode. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated with a programmer and confirmed to be operating in safety mode. Review of stored data found recorded faults on november 7, 2021 and november 8, 2021. The device detected three faults in a 24 hour period so reverted to safety mode operation. The device was noted to undergo resets during analysis. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.